Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the stent damage post deployment occurred. Vascular access was obtained via the radial artery. The target lesion was located in the ostial left anterior descending (lad) artery. A 3.00x38mm promus element(tm) plus drug-eluting stent (des) was deployed. After post dilation, angio check was performed and it was noted that the proximal stent struts have stretched out and obstruction of flow of the left circumflex(lcx). A 3.00x12mm promus element(tm) plus des was deployed from lm to lad in an overlapping manner with good results. To resolve the blood flow obstruction at the lcx, a non-bsc stent was deployed from ostium of lcx to mid lcx with good results. No further patient complications were reported and the patient's status was stable.